Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.